Event description:
It was reported that during a surgery the internal tube tip of the tunneling tool broke inside the patient "leaving the piece subcutaneous." There was no harm, injury or death. No actions were required as a result of the event. Patient outcome was noted as steady. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).